Manufacturer narrative:
(B)(4). Evaluation, results: (death). (Disseminated intravascular coagulopathy). Conclusion: disseminated intravascular coagulopathy).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 54 months ago. Vessel morphology was not reported. It was reported that the patient presented with abdominal pain syndrome one month ago. A CT scan was taken and revealed that there was a type iii endoleak, fabric tear, coming from the stent graft body. The surgeon attempted to treat the endoleak through an endovascular approach but the aneurysm ruptured. The surgeon then tried a laparotomy; however, the patient suffered from disseminated intravascular coagulopathy and expired. (Ref MFR 2953200-2011-01286, 2953200-2011-01764). Additional information: medtronic received films which were evaluated by an independent contracted physician, and the following interpretation was provided: a completion angiogram at the time of the talent implant shows that there is complete exclusion of an aneurysm following placement of a talent stent graft. A CT angiogram at 18 months post-implant shows that the aneurysm is excluded. There is no evidence of an endoleak. There is excellent proximal and distal fixation of the graft. Four years post-implant, there is no evidence of a rupture. Four and a half years post-implant, there is evidence of a ruptured aneurysm. The stent graft appears to have proximal apposition. There is evidence of what appears to be two type iii endoleaks with leaking into the area of the ruptured aneurysm. At an intervention, arteriograms are performed. Two limbs are placed in the main body of the graft. Follow-up ctas are performed. There continues to be leaking into the aneurysm sac. A laparotomy is performed in an attempt to salvage the case. The patient eventually expires. Impression: there is development of two type iii endoleaks with resultant rupture of the aneurysm. There was no migration, and the stent graft appeared to be in good position. The films provided were also reviewed internally: pre-operative films showed a kink point in the aorta on the right side. No signs of any stent graft issues were seen at 18 months and 4 years-post implant. At approximately 4.5 years post-implant, a likely type iii endoleak is present on the patient's right side below the seal stent. The endoleak is at, or close to, the seam location of the talent abdominal graft. No stent damage is apparent at any time. The type iii endoleak was treated by placing two limbs up into the main body of the stent graft. The endoleak is still present during procedure scans and in the post-procedure CT. A second intervention is performed with ballooning of the two limb grafts. The patient expired during the second intervention. The aortic morphology changes over the observed lifetime of the implant do not seem to be significant; the stent graft position and anatomical shape do not appear to have changed in that time.